Event description:
It was reported that the patient presented in the clinic with pocket erosion at the pacemaker site. The entire pacemaker system was explanted and replaced due to erosion. The patient's condition was stable.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.